Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced burning during urination and pain. Troubleshooting was unsuccessful, and the physician suspected that the pressure in the balloon was too high. Therefore, a surgical procedure was performed to remove and replace the cuff and balloon. No additional patient complications were reported.

Manufacturer narrative:
Detailed product information of balloon was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.